Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a cholecystectomy procedure, the inner clip cracked when firing. There was a problem with each pack and each bag has a problem, physically broken from the tail. The inner clip separated from the outer clip. The clips were removed and replaced with other product to continue ligation. There was no patient injury.